Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have damaged conductor wire at the distal end near the grip pulleys. The insulation is damage, and the conductor wire is not exposed as a result. Components adjacent to this conductor wire do not show damage. For clarification and based on the reported customer complaint about the instrument black cable frayed, during the visual inspection, we found that the conductor wire is not frayed, but wire insulation is damaged. The instrument passed the electrical continuity test. This continuity test was performed on the hook tip and current energy flow was detected across to the tip.